Event description:
It was reported that the lens was removed intraoperatively due to a pre-existing hole in the posterior capsule that was deemed "too large after lens insertion to the considered appropriate for this type of lens." The incision was enlarged to remove the lens and a three-piece iol was implanted. Pt's visual acuity is the same as before surgery (count fingers at four feet) due to severe pre-existing age-related macular degeneration (armd). Please reference MDR#: 1119279-2013-00045 for the delivery device used during the event.

Manufacturer narrative:
The device has been returned to b+l. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.